Event description:
It was reported that the patient received several shocks. Loss of sensing and capture were noted. Lead dislodgement was found. Lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form. The damage found was sustained during the surgical procedure.